Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 with the reported cause of death of sepsis and driveline infection. No additional information was received.

Manufacturer narrative:
Approximate age of device: 2 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The device was not returned for evaluation. A direct correlation between the device and the reported driveline infection and sepsis could not be determined. The instructions for use lists infection and sepsis as potential adverse events that may be associated with the use of the left ventricular assist system. No reports of any device issues were received in the patient's approximately 2 years of lvad support. The device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing its file on this event.